Manufacturer narrative:
This event is being reported pending the results of an investigation.

Event description:
Device failed to cool cardioplegia appropriately. There was no patient harm as the event was identified during set-up; however, spectrum medical considers this type of event to be reported.

Manufacturer narrative:
This event is being reported pending the results of an investigation. Follow up: root cause pending investigation results.

Event description:
Device failed to cool cardioplegia appropriately. There was no patient harm as the event was identified during set-up; however, spectrum medical considers this type of event to be reported.

Manufacturer narrative:
The reported problem could not be replicated during the investigation. Review of event logs also found no issue with the unit. Testing confirmed the unit operated as expected.

Event description:
Device failed to cool cardioplegia appropriately. There was no patient harm as the event was identified during set-up; however, spectrum medical considers this type of event to be reported.